Manufacturer narrative:
UDI related data quality updates only

Manufacturer narrative:
UDI related data quality updates only.

Event description:
The customer reported that the autopulse platform (B)(6) displayed a "system error, out of service, revert to manual CPR" message. The crew tried to troubleshoot the problem with no success. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error is related to a communication error that caused a latch-up of the processor board. There was no physical damage observed during the visual inspection. Archive data review showed the occurrence of system error 132 (internal watchdog timeout) on the reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. The system error was cleared using apvision3 software. The autopulse platform was powered on and off multiple times without error or fault. Subsequently, the autopulse platform was subjected to a run-in test with the large resuscitation test fixture (lrtf) with a known good test battery, and the platform passed without fault or error. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with serial number (B)(6). Ccr 51422 was documented on (B)(6) 2020, and the system error was cleared using apvision3 software.